Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported of type iiib endoleak, aneurysm sac growth, secondary endovascular procedure and the patient in stable condition post repair. The most likely cause of the compromised stent graft integrity (type iiib endoleak) of the main body was the use of strata material, in combination with suprarenal cuff migration (10mm distal) and/or protruding calcium along the distal aorta. Patient was discharged home on the second post- operative day in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017 a type 3b endoleak with 0.5 cm sac growth (aneurysm enlargement) was discovered during an angiogram. The physician elected to re-line the initial devices and implanted a bifurcated stent and cuff/extension to resolve this event. The patient was reported as stable and doing well post-secondary procedure.